Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant after repositioning this lead several times undersensing was exhibited, thus a new lead used. No adverse patient effects were reported. This lead was not expected to be returned.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that during the implant after repositioning this lead several times undersensing was exhibited, thus a new lead used. No adverse patient effects were reported. This lead was not expected to be returned.

Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during the implant after repositioning this lead several times undersensing was exhibited, thus a new lead used. No adverse patient effects were reported. This lead was expected to be returned.